Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the customer reported that patient disconnected herself from disposable set; line disconnection (with out proper emergency disconnect procedure) during therapy is a known cause of the se 2240 alarm. Use errors and proper user instructions are addressed in homechoice apd systems patient at-home guide and related direction sheet. Baxter training manual and labeling provides ample instructions related to prevention of the suspected use errors.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set ) during drain 2 of 5 on the home choice (hc). The home patient (hp) stated she had to disconnect to go rush and take care of her dog, and when she got back on the hc she received the system error. The technical service representative (tsr) explained that she didn't press stop before she disconnected and the hc sucked in air. The hp alleges that she did press stop. The tsr advised the hp to close all the clamps to the bags/patient line/transfer set, cycle the power off/on to the system error 2367, cycle the power off/on again, and press go to start. The hc was then at load the set so the cassette could be removed. The tsr advised the hp to dispose of the current supplies and start over with all new supplies. There was patient involvement. No patient injury or medical intervention was reported.